Event description:
It was reported during an unspecified treatment procedure, a guide wire fracture occurred. During an unspecified procedure the physician "spun" then ballooned with an unknown balloon catheter. It was then noticed that the guide wire was broken. The wire was successfully "snaked" out of the patient. Procedure outcome and patient status was unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the kinetix guidewire was received separated into two pieces. The corewire was fractured adjacent to the distal edge of the inconel connector proximal from where the high torque sleeve (hts) meets the corewire. The fracture surface was bent, indicating that the fracture may be attributable to ductile bending overload. There was a kink 3 cm from the distal corewire fracture. The hts was separated 4 cm from the tip. Magnified inspection of the fractured ends of the hts presented evidence of a ductile overload fracture. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. Analytical test results concluded that the corewire separation was due to ductile bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during an unspecified treatment procedure, a guide wire fracture occurred. During an unspecified procedure, the physician "spun" then ballooned with an unknown balloon catheter. It was then noticed that the guide wire was broken. The wire was successfully "snaked" out of the patient. Procedure outcome and patient status was unavailable.